Event description:
Pt was undergoing video arthroscopy when the bucket on the device broke off. The piece was retrieved. An x-ray was done on the pt's knee after the case and nothing was left in the knee.